Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port attached to a groshong catheter in two segments were returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed on the returned device. A split was noted from the distal end of the cath-lock. A complete circumferential break was noted on the distal end of the attached catheter and the proximal end of the distal catheter segment. The edges of the partial circumferential break on the attached catheter were noted to be jagged and the surface was noted to be granular in both regions. The edges of the complete circumferential break on the distal end of the attached catheter and the proximal end of the distal catheter segment were noted to be uneven and the surface was noted to be granular in one region and smooth in the other region. A small longitudinal split was noted on the border of both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified naturally worn and deformation issues. However, the investigation is inconclusive for the reported suction as the exact circumstance at the time of the event reported was unknown. The investigation is also inconclusive for the reported migration issue as no evidence for the reported migration issue was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 03/2022), g3, h6 (device). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, seven months and eighteen days post a port placement, the device allegedly had suction issue and the patient allegedly experienced pain on flushing. It was further reported that an x-ray examination revealed that the catheter was allegedly fractured. Furthermore, part of the catheter was completely detached and migrated to the right atrium. Reportedly, an intra vascular snare was used to catch and retrieve the remainder of the catheter further down near the right atrium, and the port was removed and replaced. The patient was stable now.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, seven months and eighteen days post a port placement, the device allegedly had suction issue and the patient allegedly experienced pain on flushing. It was further reported that the an x-ray examination revealed that the catheter was allegedly fractured. Furthermore, part of the catheter was completely detached and migrated to the right atrium. Reportedly, an intra vascular snare was used to catch and retrieve the remainder of the catheter further down near the right atrium, and the port was removed and replaced. The patient was stable now.